Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. No damage found on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned access. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-01420 and 2134265-2016-01419. It was reported that automatic pullback failure occurred. The target lesion was located at the 1st diagonal artery. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that the device failed to pullback when being utilized in the intravascular ultrasound (ivus) procedure. Another attempt was made to try and utilize the pullback sled by re-seating the mdu into its cup but to no avail. Never started to pullback. The procedure was completed successfully utilizing of another disposable pullback sled for motordrive in its place. There were no complications to the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-01420 and 2134265-2016-01419. It was reported that automatic pullback failure occurred. The target lesion was located at the 1st diagonal artery. During procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled to perform automatic pullback. However, it was noted that the device failed to pullback when being utilized in the intravascular ultrasound (ivus) procedure. Another attempt was made to try and utilize the pullback sled by re-seating the mdu into its cup but to no avail. The procedure was completed successfully utilizing of another disposable pullback sled for motordrive in its place. There were no complications to the patient.